Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that he was servicing the chair and noticed the welded bolt that holds the pivot link was broke.